Event description:
Boston scientific crm received information that this lead exhibited high out of range impedance measurements of greater than 2500 ohms as well as loss of sensing and capture. The physician believes this lead is fractured. The lead remains implanted for now. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.